Manufacturer narrative:
This supplemental report is being submitted to provide additional information. Olympus medical systems corp. (Omsc) reviewed the evaluation report of olympus service operation repair center (sorc) and has determined that the error that occurred in the subject device may have been the error e101 "clv temperature error" and that this is a new reportable malfunction. Omsc also reviewed the manufacture history (DHR) of the device and confirmed no irregularity. The root causes of the reported phenomena could not be identified. [Consideration] < probable cause > from the following facts obtained from investigation, it was found that the reported phenomena occurred due to the fan failure of the subject device. The cause of the fan failure could not be surmised. <facts obtained from the investigation> it was confirmed that the fan did not rotate . It was confirmed that the error occurs (e101 clv temperature error) was caused by a fan failure. There was no information on the cause of fan failure. The subject device was not returned to the manufacturing site. If additional information becomes available, this report will be supplemented.

Manufacturer narrative:
The subject device has not been returned to omsc but was returned to olympus service operation repair center (sorc) for evaluation. Sorc checked the subject device and duplicated the reported phenomenon. It was found that the error occurred by the fan failure of the subject device. The exact cause of the reported event could not be conclusively determined at this time. If additional information is received, this report will be supplemented.

Event description:
Olympus medical systems corp. (Omsc) was informed from the user that it was found the cooling fan of the subject device did not work and an error was occurred, at the unspecified timing. The occurrence date of the event is unknown. There was no report of patient injury associated with this event.